Event description:
It was reported to philips that system could not make fluoro or exposures. The device was in clinical use at the time of reported event. The patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer performed coronary right heart cath diagnostic procedure and the procedure was delayed 30 minutes and it got completed by moving the patient to another room. Review of the system log file showed that x-ray signal was missing and found loose cable connection coming from ups. Upon troubleshooting fse found that converter was shorted. To resolve the issue, fse tightened the connection and tested the system to confirm proper operation. The system was returned to use in good working order. The codes were updated based on the investigation outcome.